Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 6.6, lab: 9.3. Lab drawn within 10 minutes of meter results.

Manufacturer narrative:
Investigation pending.